Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe persistent cramps / cramps"), ophthalmic herpes zoster ("shingles left eye") and temporomandibular joint syndrome ("tmj (interpreted as temporomandibular dysfunction)") in a 36-year-old female patient who had essure (batch no. 625898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in 2000, live birth in 2002, live birth on (B)(6) 2006, live birth on (B)(6) 2008, depression, tourette's disorder, ex-tobacco user (she smoked 1/2 pack a day for about 7 years.) In 2004, memory loss, nausea, leg edema, appendectomy in 2004 and penicillin allergy (causes a rash.). She have not sought medical treatment for events. Previously administered products included for an unreported indication: birth control pill from 2007 to 2008 and omeprazole. Concurrent conditions included smoker, alcohol use, bleeding genital, clotting disorder, autoimmune disorder, stiffness, blurred vision, optic neuritis, dysmenorrhea, pelvic pain, endometriosis and adenomyosis. Family history included multiple sclerosis, fatigue, numbness, tingling sensation, sensory disturbance, swelling of feet, hypertension (father), myocardial infarction (father), dementia (father), ms (mother), skin cancer (sister) and anemia (sister). Concomitant products included varenicline tartrate (chantix) for cessation of smoking as well as antidepressants, bupropion hydrochloride (zyban) and gabapentin (neurontin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pain in extremity ("left ankle and left foot pain"). In (B)(6) 2012, the patient experienced eye pain ("left eye pain"). In (B)(6) 2012, the patient experienced rash ("rash on back"). In (B)(6) 2013, the patient experienced ophthalmic herpes zoster (seriousness criterion medically significant), peripheral swelling ("left leg swelling/ leg swelling") and herpes zoster ("shingles-back"). In (B)(6) 2014, the patient experienced chest pain ("chest pain"), the first episode of back pain ("back pain") and the first episode of abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), temporomandibular joint syndrome (seriousness criterion medically significant), menometrorrhagia ("heavy irregular periods"), allergy to metals ("allergic to nickel"), headache ("headaches"), feeling abnormal ("brain fog"), abdominal distension ("severe abdominal bloating / bloated abdomen"), migraine ("migraines"), irritability ("irritability"), blepharospasm ("twitching in eyelid"), the second episode of abdominal pain upper ("twitching in abdomen"), gastrointestinal disorder ("bowel issues"), arthralgia ("joint pain in wrists, elbows, knees, hips, left ankle"), sciatica ("back pain including sciatica"), tinnitus ("tinnitus"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), temperature intolerance ("heat intolerance"), the second episode of back pain ("back pain"), insomnia ("insomnia") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with gabapentin, valaciclovir hydrochloride (valtrex), ibuprofen, prednisone, beta-lactamase sensitive penicillins (penicillin), ibuprofen (motrin), surgery (she had vaginal hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, peripheral swelling, headache, feeling abnormal, abdominal distension, blepharospasm, the last episode of abdominal pain upper and pain in extremity was resolving and the ophthalmic herpes zoster, temporomandibular joint syndrome, menometrorrhagia, allergy to metals, herpes zoster, migraine, irritability, gastrointestinal disorder, arthralgia, sciatica, tinnitus, fatigue, alopecia, weight increased, temperature intolerance, the last episode of back pain, insomnia, eye pain, rash, chest pain and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, blepharospasm, chest pain, eye pain, fatigue, feeling abnormal, gastrointestinal disorder, headache, herpes zoster, insomnia, irritability, menometrorrhagia, mental disorder, migraine, ophthalmic herpes zoster, pain in extremity, peripheral swelling, rash, sciatica, temperature intolerance, temporomandibular joint syndrome, tinnitus, weight increased, the first episode of abdominal pain upper, the first episode of back pain, the second episode of abdominal pain upper and the second episode of back pain to be related to essure. The reporter commented: in (B)(6) 2016, she had gall bladder removal through laparoscopic cholecystectomy. It was reported that she underwent laparoscopic cholecystectomy for chest pain, back pain, stomach pain. She got treatment for compression socks, massage, flexitouch pump for left ankle and left foot pain. She used condoms. She denies of any regular alcohol consumption. Her current weight was 210 and approximate weight at the time of essure placement was 201. My mom has ms(multiple sclerosis) and with all of my symptoms since essure 2008, I have been checked twice for ms but all tests including spinal tap and optic neuritis test came back negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed bilateral tubal occlusion; in (B)(6) 2008: confirmed bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 21-may-2018: information from pfs and mr. New reporters added. Patient demographic added. Patient concomitant disease and historical condition added. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe persistent cramps / cramps"), ophthalmic herpes zoster ("shingles left eye") and temporomandibular joint surgery ("tmj (interpreted as temporomandibular dysfunction)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, live birth in (B)(6), live birth in (B)(6), live birth on (B)(6), live birth on (B)(6), depression, tourette's disorder, ex-tobacco user (she smoked 1/2 pack a day for about 7 years.) In 2004, memory loss, nausea and leg edema. She have not sought medical treatment for events. Previously administered products included for an unreported indication: birth control pill from 2007 to 2008 and omeprazole. Concurrent conditions included smoker, alcohol use, genital bleeding, clotting disorder, autoimmune disorder, stiffness, blurred vision, optic neuritis and dysmenorrhea. Family history included multiple sclerosis, fatigue, numbness, tingling sensation, sensory disturbance, swelling of feet, hypertension (father), myocardial infarction (father), dementia (father), ms (mother), skin cancer (sister) and anemia (sister). Concomitant products included varenicline tartrate (chantix) for cessation of smoking as well as antidepressants, bupropion hydrochloride (zyban) and gabapentin (neurontin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pain in extremity ("left ankle and left foot pain"). In (B)(6) 2012, the patient experienced eye pain ("left eye pain"). In (B)(6) 2012, the patient experienced rash ("rash on back"). In (B)(6) 2013, the patient experienced ophthalmic herpes zoster (seriousness criterion medically significant), peripheral swelling ("left leg swelling") and herpes zoster ("shingles-back"). In (B)(6)2014, the patient experienced chest pain ("chest pain"), the first episode of back pain ("back pain") and the first episode of abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), temporomandibular joint surgery (seriousness criterion medically significant), menometrorrhagia ("heavy irregular periods"), allergy to metals ("allergic to nickel"), headache ("headaches"), feeling abnormal ("brain fog"), abdominal distension ("severe abdominal bloating / bloated abdomen"), migraine ("migraines"), irritability ("irritability"), blepharospasm ("twitching in eyelid"), the second episode of abdominal pain upper ("twitching in abdomen"), gastrointestinal disorder ("bowel issues"), arthralgia ("joint pain in wrists, elbows, knees, hips, left ankle"), sciatica ("back pain including sciatica"), tinnitus ("tinnitus"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain"), temperature intolerance ("heat intolerance"), the second episode of back pain ("back pain"), insomnia ("insomnia") and mental disorder ("aggravated any psychiatric and/or psychological conditions"). The patient was treated with gabapentin, valaciclovir hydrochloride (valtrex), ibuprofen, prednisone, beta-lactamase sensitive penicillins (penicillin), ibuprofen (motrin), surgery (she had vaginal hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, peripheral swelling, headache, feeling abnormal, abdominal distension, blepharospasm, the last episode of abdominal pain upper and pain in extremity was resolving and the ophthalmic herpes zoster, temporomandibular joint surgery, menometrorrhagia, allergy to metals, herpes zoster, migraine, irritability, gastrointestinal disorder, arthralgia, sciatica, tinnitus, fatigue, alopecia, weight increased, temperature intolerance, the last episode of back pain, insomnia, eye pain, rash, chest pain and mental disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, blepharospasm, chest pain, eye pain, fatigue, feeling abnormal, gastrointestinal disorder, headache, herpes zoster, insomnia, irritability, menometrorrhagia, mental disorder, migraine, ophthalmic herpes zoster, pain in extremity, peripheral swelling, rash, sciatica, temperature intolerance, temporomandibular joint surgery, tinnitus, weight increased, the first episode of abdominal pain upper, the first episode of back pain, the second episode of abdominal pain upper and the second episode of back pain to be related to essure. The reporter commented: in (B)(6) 2016, she had gall bladder removal through laparoscopic cholecystectomy. It was reported that she underwent laparoscopic cholecystectomy for chest pain, back pain, stomach pain. She got treatment for compression socks, massage, flexitouch pump for left ankle and left foot pain. She used condoms. She denies of any regular alcohol consumption. Her current weight was 210 and approximate weight at the time of essure placement was 201. My mom has ms(multiple sclerosis) and with all of my symptoms since essure 2008, I have been checked twice for ms but all tests including spinal tap and optic neurities test came back negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed bilateral tubal occlusion most recent follow-up information incorporated above includes: on (B)(6) 2017: reporters added. Patient demographics added. Historical drugs, historical conditions, concomitant diseases, family history, treatment drugs and concomitant medications. Suspect drug inaction. On (B)(6) 2008, she had implanted essure. In (B)(6) 2008, she had left foot pain. In (B)(6) 2012, she had left eye pain. In (B)(6) 2012, she had rash on back. In (B)(6) 2013, she had left leg swelling, shingles left eye, shingles-back. In (B)(6) 2014, she had chest pain, back pain, stomach pain. On an unknown date she experienced headaches other events and event severe and permanent injuries was deleted. In (B)(6) 2014, she had removed essure device case become incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.